Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the posterior descending. A 2.50 x 12 mm xience pro stent delivery system (sds) was selected for the procedure and was prepped with no issues noted. The sds was advanced to the lesion with no resistance felt. When the sds balloon was inflated to 6 atmospheres, the pressure displayed on the indeflator gauge suddenly dropped. The sds was removed from the anatomy and a balloon dilatation catheter was used to complete the implantation of the stent successfully. After removal of the sds from the anatomy, a balloon rupture was noticed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.